Event description:
On 21-sep-2025, it was reported that a beta bionics ilet user experienced a cartridge leak during a supply change. The user confirmed reusing and overfilling cartridges, which likely contributed to the leak. The cartridge was discarded and replaced with a new one. No hospitalization was required and no long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.